Event description:
The reporter that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. A portion of the lens remained in the cartridge and a piece was in the eye which was removed and replaced . There was no pt injury reported. Further info was requested, but none forthcoming. If further info is received, a supplemental MFR report will be sent.